Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The pump was not returned for investigation. A data log review was not required for this case run. According to the clinical report, the sterile sleeve was found loose from the tuohy-borst connection. The cause of the product damage issue was not determined since the product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and approximately three days after start of support, the sterile sleeve of an implanted impella cp pump detached from the touhy-borst connection. The staff was advised on how to maintain sterility should repositioning be required. Support with the implanted pump continued uninterrupted. There was no report of patient harm as a result of the event. The device was successfully weaned and explanted the following day.